Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 417mg/dl at the time of the incident. Notes do not mention if customer declined to trouble shoot for high blood glucose. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed selftest, unexpected restart error test and displacement test. Unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.